Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited issues with image disappearance during angulation and error e216 (scope communication error code). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's reportable malfunction of the "no image" was not confirmed. However, it was confirmed the error e216 was reproduced. Based on the results of the investigation, the following probable causes: since the a-rubber glue is chipped and the distal end is scratched, the arrangement may be temporarily disturbed due to stress applied from the outside, such as when inserting or removing it from the trocar at an angle, and excessive load is applied to the image sensor cable. It is possible that the image sensor cable was subjected to excessive stress due to excessive twisting or bending of the universal cord or video cable, but this could not be determined from the actual product. The event can be detected by following the instructions for use (IFU) section: the operation manual, "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.